Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen to address the issue and the unit passed all testing.

Manufacturer narrative:
A touchscreen assembly was return for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to the ul_lr / ur_ll resistance measurements being out of specification.

Event description:
It was reported that the ventilator¿s touchscreen was unresponsive. There was no patient involvement. The customer attempted to calibrate the touchscreen and found that the bottom of screen is unable to calibrate. The customer was provided with a quote for bench repair.